Manufacturer narrative:
(B)(4). A maquet field service technician was on side and found the pin of the 3-way valve broken off. The technician replaced the defective 3-way valve of the hcu40. The defective 3-way valve was reclaimed for an investigation. After the investigation is completed a final meddev report will be submitted. A supplemental medwatch report will be submitted as soon as additional information becomes available.

Event description:
Description from the customer report: "hcu40 unit was on but circulation did not start. The error "000f0001" was displayed. After 30 seconds the error message disappeared. When starting circulation (de-airing) the temperature did not rise above 23 degrees (set was 37)." Additional information received on 09/21/2015: "the unit has been replaced during patient treatment. No negative consequences for the patient. No delay in surgery." Reference: # (B)(4). Customer ref.: (B)(4).

Manufacturer narrative:
On (B)(6) 2015 (B)(4). The defective 3-way valve, which was found by the field service technician during repair, has been investigated from our life cycle engineering. A complete disassembly of the 3-way valve shows that the brass clearly has discolored. At the point the spindle is pressed into the flow restrictor, the spindle is broken due to the corrosion . The error is already known by our r&d. The 3-way valve is not suitable for use in conjunction with our cleanser, the different water quality in the hospitals such as our disinfectants in open water cycle. The supplier of the 3-way valve has been informed and is actively working on a solution to this issue.

Event description:
(B)(4).